Event description:
Procedure type: laparoscopic colectomy. According to the reporter: when the ligaclip was inserted into the trocar, the jaws were caught in the seal part and the seal was broken. The procedure was completed with no further trouble, but the customer asked us to examine the trocar since they would like to know if any broken pieces remained in the cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).